Event description:
Pt underwent cataract surgery in 1999, and implantation of a staar model a1-2010v intraocular lens in the right eye. During the insertion process the surgeon said the lens ejected in a controlled manner, the optic tore the capsule and an anterior vitrectomy was done. The incision was enlarged to 5mm and the lens was removed. Preop vasc was 20/70-, and pressure was 20 mm. Postop by 12 vasc was count fingers and pressure was 20 mm. Pre-existing conditions include glaucoma and circulatory problems. The pt is taking medications for a heart condition and usual circulatory medications for an 89-year-old. She has a hemorrhage, which is resolving and she was referred to a retinal specialist to determine if drainage is indicated. At this time, prognosis can not be determined.